Event description:
It was reported that the unspecified bd infusion set tubing clamp was defective. The following information was provided by the initial reporter: we have had several tubing issues for january and february that I would like to ship out. We will need shipping labels and was wondering if I can batch them together as this is becoming very time consuming. I would like to batch the cytoxic as one shipment and the non-cytotoxic as another shipment. Jan 25: primary line - low sorbing tubing (pe lined) : clamp did not engage when removed. Packaging will be sent with drug bag and drug in line: docetaxel (cytotoxic) and lot #

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in manufacturer name city and state and manufacturer contact office and the franklin lakes FDA registration number has been used for the manufacture report number.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 27-apr-2023 . H6: investigation summary one sample of material item 10013072 was received for quality investigation. The customer complaint of clamp issues/damage related to clamp could not be verified by testing of the sample submitted. The sample received was first visually inspected to determine if any of the tubing or components were damaged. There were no visible signs of damage. The infusion set was then inserted into an alaris pump and the door closed. The door was then opened to determine if the clamp on the lower pumping segment fitting would engage upon opening the door. The clamp operated as intended after 50 attempts of opening and closing the alaris pump door. The infusion set was then primed and the process of opening and closing the alaris pump door, with the infusion line full of fluid was attempted for another 50 attempts. The lower pumping segment clamp functioned as intended for each of the tests. There were no other issues found during testing. A device history record review for model 10013072 lot number 22115368 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was not determined because the reported failure could not be replicated.

Event description:
It was reported that the unspecified bd infusion set tubing clamp was defective. The following information was provided by the initial reporter: we have had several tubing issues for january and february that I would like to ship out. We will need shipping labels and was wondering if I can batch them together as this is becoming very time consuming. I would like to batch the cytoxic as one shipment and the non-cytotoxic as another shipment. Jan 25: primary line - low sorbing tubing (pe lined) : clamp did not engage when removed. Packaging will be sent with drug bag and drug in line: docetaxel (cytotoxic) and lot #.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of clamp issues/ damage related to clamp could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the unspecified bd infusion set tubing clamp was defective. The following information was provided by the initial reporter: we have had several tubing issues for january and february that I would like to ship out. We will need shipping labels and was wondering if I can batch them together as this is becoming very time consuming. I would like to batch the cytoxic as one shipment and the non-cytotoxic as another shipment. Jan 25: primary line - low sorbing tubing (pe lined) : clamp did not engage when removed. Packaging will be sent with drug bag and drug in line: docetaxel (cytotoxic) and lot #.